Manufacturer narrative:
The third party service provider did not accept the proposal for technical support. No report of patient involvement.

Event description:
The hospital reported the unit had a high pressure blockage alarm. There was no report of patient involvement.